Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was provided to treat a de novo lesion in the moderately calcified, moderately tortuous left anterior descending coronary artery. The hi torque pilot 50 guide wire faced resistance during advancement with an unspecified guiding catheter. Then the guide wire faced resistance during removal with the same guiding catheter, so force was applied. The tip separated, so a snare device was used to retrieve the separated tip. A new hi torque pilot 50 guide wire was used to successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the device and guide wire and guiding catheter may have further aided the analysis. It should be noted that instructions for use guide wire hi-torque guide wires, states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. This nonconformance does not appear to have contributed to the reported complaint. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance/position, difficulty to remove and tip separations appear to be related to operational circumstances of the procedure. It is likely that manipulation during advancement of the guide wire through the guiding catheter, the guide wire likely kinked resulting in the reported failure to advance and the difficulty to remove. During retraction the kink ultimately resulted in the tip separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.